Event description:
It was reported that during an unk procedure, the device would not fire during the initial firing. They replaced the handle portion leaving the anvil in place and the firing was fine. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 9/26/2008. Information anticipated, but unavailable at this time.